Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated after she had completed pd treatment and when she removed the cassette in step 9 of the treatment end screen there was fluid leaking inside the cassette area. The pd patient stated that she had also received an "m31 air detected in cassette" alarm at the end of her drain 3. The pd patient verified there was fluid inside the pump module. The pd patient stated she was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient reported one treatment pending delivery of the replacement cycler and confirmed she did not require any medical intervention or additional treatment as a result of the reported missed treatment. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in five different lot numbers. The entire lot has been sold and distributed. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.